Event description:
It was reported that a small volume folfusor leaked into the overpouch. The device had been filled with fluorouracil. There was no patient involvement. Additional information was requested and is not available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from february 4, 2014 to february 5, 2014. Evaluation summary: the device was returned for evaluation in a bag. Visual inspection identified fluid inside of the bag, indicating a leak occurred. The device was removed from the bag, and further visual inspection found an untightened blue winged luer cap. A functional leak test was then performed by filling the device with colored water, hand tightening the luer cap, and monitoring the device until the following day; no leakage was identified from the distal luer during this test. The cause of leak was visually identified to be untightened blue winged luer cap. The device met specifications during evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.